Event description:
A facility reported a microsensor (826653) was implanted on (B)(6) 2024. One day after the implantation, a minimal cerebrospinal fluid (csf) leak was observed from the catheter where stylet was pulled out. Therefore, a gauze was used to wrap the sensor. It was retrieved on (B)(6) 2024 and was not replaced. The patient did not experienced any signs and symptoms due to device issue and is currently stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Sensor was returned for evaluation: failure analysis - a leak test was conducted on the catheter, and no leaks were detected. It was observed that the microsensor cable was broken. Based on the failure analysis evaluation, we were unable to confirm the complaint. Root cause - the complaint was not confirmed during investigation. Potential root cause: surgeon applies sutures/ligatures too tight perforating catheter.